Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that this case was not pre-cleaned by facility due to human error. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As part of our investigation, while onsite the ess discussed the improper pre-cleaning with the staff and was informed do to time restriction the staff was not performing pre-cleaning and other steps. The ess inquired about the facility¿s manual cleaning steps and observed that the staff wiped down the scope with detergent and when asked about brushing was told the scope is brushed at the end of the day. The staff informed the ess that the facility does not have containers to submerge and flush scopes to complete the manual disinfection steps. The scope is hung and the insertion tube submerged in the disinfectant for 30 minutes and then removed. The ess performed a reprocessing in-service that included a demonstration of reprocessing the scope in accordance with the manufacturer¿s recommendations. The ess briefly discussed the noted reprocessing deviations with the physician and scheduled a follow up call. During the call the ess went through all cleaning, disinfecting and sterilization steps from the olympus manual for the cyf-5 scope. The physician inquired if there was training video available and the ess referred the physician to the olympus university for further training opportunities. The device will not be returned to the service center for evaluation. However, the cyf-5 instruction manual does provide warning against improper reprocessing. Reprocessing and storage this instrument was not disinfected or sterilized before shipment. Before using this instrument for the first time, reprocess them according to the instructions in chapter 5, ¿reprocessing: general policy¿ through chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. After using the instrument, reprocess and store it according to the instructions in chapters 5, through chapter 9. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during a repair reduction visit at the user facility with an endoscopy support specialist (ess) it was observed during post procedure that no pre-cleaning of the cystoscope was being performed. The ess reported that the employee sprayed the cystoscope handle with calvicid disinfectant spray and wiped the insertion tube of the scope down with a paper towel and water, then proceeded to place the cystoscope directly into a tube on the wall of disinfectant. There was no patient infection or device positive culture reported.